Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, there was a crack in the port where the user pumps the device to inflate the balloon. The air was leaking at the balloon would not inflate. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker structural balloon trocar. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual and functional testing of the returned sample confirmed the reflux valve was cracked and the trocar balloon was unable to be properly inflated due to the cracked reflux valve. Replication of the cracked reflux valve may occur from rough handling of the instrument during use or rough insertion of the syringe into the reflux valve. Damage to the reflux valve may result in issues with inflation and deflation of the balloon. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).